Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customers blood glucose level was 560 mg/dl with moderate ketones. Customer addressed bg by administrating a manual correction injection. Customer loaded a new cartridge to resolve the issue.